Event description:
It was reported that during a device check, this right atrial (ra) lead exhibited loss of capture (loc). An x-ray was performed which revealed a lead fracture. It was noted the pacing impedance measurements were high, out-of-range at greater than 2,500 ohms. The patient was hospitalized pending a revision procedure. No adverse patient effects were reported. The ra lead was surgically abandoned and replaced during a lead revision two weeks later. No additional adverse patient effects were reported.

Manufacturer narrative:
Available information indicates the lead remains implanted pending a replacement procedure. This report will be updated if additional information is received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Available information indicates the lead remains implanted pending a replacement procedure. This report will be updated if additional information is received.

Event description:
It was reported that during a device check, this right atrial (ra) lead exhibited loss of capture (loc). An x-ray was performed which revealed a lead fracture. It was noted the pacing impedance measurements were high, out-of-range at greater than 2,500 ohms. The patient was hospitalized pending a revision procedure. No adverse patient effects were reported.